Event description:
It was reported that a el314 was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported by the affiliate that when the dr tried to reload the cartridge, the jaw of the instrument would not open, since it dislodged from the closing tube. New device was used to complete the case. There was no consequence to the pt.